Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils (pods) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the pod coil through the microcatheter. When the pod coil was retracted back into the microcatheter it unintentionally detached. Therefore, the microcatheter was removed from the patient and the pod coil was flushed out on the back table. The procedure was completed using a pod packing coil (pod pc) and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 30.0, 51.0, 97.0 and 132.0 cm from the proximal end. The pusher assembly was fractured approximately 53.5 cm and 169.5 cm from the proximal end. The pusher assembly distal detachment tip (ddt) was fractured from the pusher assembly and was not returned for evaluation. The introducer sheath was fractured approximately 7.0 cm from the proximal end. The introducer sheath was stretched approximately 28.0 ¿ 32.5 cm from the proximal end. The embolization coil was detached from the pusher assembly. The proximal constraint sphere was not present on the proximal end of the embolization coil. The pe fibers were loose from the embolization coil winds. Conclusions: evaluation of the returned pod8 confirmed a detached embolization coil and revealed a distal pusher assembly fracture, offset coil winds on its embolization coil and the proximal constraint sphere was detached from the proximal end of the embolization coil. If the device is forcefully manipulated against resistance, damage such as these may occur. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed an additional pusher assembly fracture, a fractured and stretched introducer sheath. These damages are likely a result of manipulation of the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder